Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised due to loosening of tibial and femoral components, found breakdown cement/component interface, unknown cement manufacture. In 2007, received part/lot information and the cement is depuy.